Event description:
A us distributor reported a monitor was displaying service code 110: overvoltage cleared no energy.

Manufacturer narrative:
Device evaluation of monitor was completed.  The reported problem (service code 110: overvoltage cleared no energy) was confirmed.  Upon evaluation, the cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q1 and q18 on the defibrillator pca board being shorted. Once replaced, the functionality of the ECG acquisition and pulse delivery circuitry passed essential performance testing.  The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the damaged monitor.